Event description:
During a dacryocystorhinotomy (dcr) procedure, the bur tip broke and the surgeon had to recover a portion of the bur from the surgical field. The patient is ok with no impact to report. The bur tip was removed without the use of additional equipment or surgical procedure and the original procedure proceeded as intended.

Manufacturer narrative:
The facility reported 3 separate events together. Reference medwatch report numbers, 1045254-2010-0035, and 1045254-2010-00036. The report indicated that all three occurences had tip breakage and were retrieved from the patients within the same procedure. All portions of the bur were returned indicating that no device fragments were left in the patient. Visual inspection found a build up of biological material on the diamond coated tip indicated that excessive pressure would have to be applied to continue cutting. The outer tube was deformed and fractured. The corresponding surface behind the tip had deep gouges. Removal of the inner tube showed wear marks .6 inch from the hub. The analysis finding is, failure as a result of the excess pressure applied. The portion that broke off measured a half inch. Instructions for use statements include, but are not limited to: "excessive pressure applied to bur may cause bur fracture. Should a bur fracture occur during use, extreme care must be exercised to ensure that all fragments of the bur are retrieved and removed from the patient. Unremoved bur fragments may cause tissue damage to the patient." (B)(6). The reported date of the event/ facility aware date is on (B)(6) 2010.